Event description:
Customer reported she has received a no delivery alarm almost every day for the last month. She has also received motor errors. She stated when her reservoir reaches forty units left the insulin pump does not work correctly, possibly because of the motor error. Customer's blood glucose is 199 mg/dl. The no delivery alarms were resolved with complete set changes. There were no significant events leading to the motor error. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer uses the sensor feature. She was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm tests. The insulin pump functioned properly. No motor error alarms or excessive no delivery alarms noted and the motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.